Event description:
Caller reported a cgm error referred to as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the error did not appear again. The caller was able to successfully start their sensor session.